Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
A nurse reported that ¿on the paper side of the individual primary dressing packaging, there is an outline of black that looks like mold.¿ it was stated that ¿as she runs her finger across the paper side of the packaging where the black appears, it feels bumpy.¿ she informed that the outer market unit box has nothing unusual on it and that the product was stored in a cupboard, so the dressings were protected from light, dust, and moisture. No photographs of the reported issue are available.

Manufacturer narrative:
A review of the last three product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from feb 01, 2016 to feb 28, 2018 was reviewed as it relates to reports for product number 187957. A total of seven (7) complaints, including this one, were reported - ((6) six are sister cases). This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: (B)(4).

Manufacturer narrative:
If ind, give protocol #: inserted device code. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).